Event description:
It was reported that a large volume infusor over infused. The device was filled with the correct amount of 5fu, but the diluent (d5w) was under filled. The device was connected to the patient. The infusor delivered the infusion over a 24 hour period instead of the expected 46 hour period. It is unknown if there was patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.